Manufacturer narrative:
The device was not returned for evaluation. Films were supplied; however, the poor quality of the images do not provide and finding, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will undergo a revision surgery for reasons that were not reported.